Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01296.

Event description:
The patient underwent a thrombectomy procedure on (B)(6) 2019 using a penumbra system 3d revascularization device (psr3d) and a penumbra system jet 7 reperfusion catheter (jet 7), however, there was no recanalization due to extravasation. The patient was then intubated due to declining mental status. A computed tomography (CT) scan performed on (B)(6) 2019 showed an evolving infarct in the right mca, and cerebral edema was also noted by the principal investigator (pi). The cerebral edema was medically managed at that time. The CT scan also revealed subarachnoid contrast was decreasing and, therefore, a small subarachnoid could not be excluded. The patient was treated with medication. As of (B)(6) 2019, the event is still ongoing. These events were adjudicated to be serious adverse events with a probable relationship to the index stroke, index procedure, psr3d, and a possible relationship to the jet 7.